Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the device was taking too long to charge. The patient laid down for an hour and realized the device wasn¿t charging the ins. The patient had all 8 coupling boxes showing it was full. The patient also mentioned intermittently not being able to turn stimulation on. Sometimes, she can get it back on fine, but it still won¿t charge. It was mentioned the patient could not communicate with another external device. The patient said the programmer was showing poor communication, but then the patient reported seeing the normal recharging screen with the recharger and all 8 bars were full. The ins battery was blinking on the first quartile. It was reviewed that coupling will affect the time it takes to recharge. It was also reviewed the ins will not turn on if it is less than 25% full. The patient said they would keep an eye on this and will keep charging. The patient said they would call back if the ins did not increase. No symptoms or further complications were reported.